Event description:
Having problems with the sensor used on my dexcom continuous glucose monitoring device ever since receiving a new order approximately in april 2023. At that time I started developing a rash in the adhesive area of the sensor implant. I called dexcom several times and was told that they had no other reported problems so it must be my fault. Yet the problem continues to worsen. I now get an extreme rash and infection at the implant site. Without the cgm I no longer feel that I can control my diabetes.